Event description:
The customer reported that while the iabp was in use on the pt, the iabp display went black and the iabp did not generate any more sound. The customer assumed that the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
This event is under investigation. A supplemental medwatch will be submitted when our investigation is complete. (B)(4).